Manufacturer narrative:
(B)(4).investigation summary:the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device.visual analysis of the returned sample determined that t the 5dcs device was returned with its package. Upon visual inspection, it was observed that the tyvek from the packaging was damaged (scraped); the damage was noted to be from the outside to the inside. The damage found compromised the device's sterility.as part of our quality process, the manufacturing records of this batch were reviewed, and the manufacturing standards were met prior to the release of this batch.the reported event is confirmed. It should be noted that product failure is multifactorial. Due to the damages found on the packaging, a possible cause for this condition is due to improper handling during transit or storage; it appears that the package hit a hard surface, and this caused the reported event. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that before an unknown procedure, it was found the package had been damaged before it was opened. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.